Event description:
The customer reported to olympus during a unknown procedure, the monitor had power, but no image and just red moving lines on the high definition lcd monitor. The column was promptly replaced to complete the operation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered red moving lines on the screen, the screen image was distorted, the qb board was faulty and needed to be replaced and the housing had cosmetic wear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty printed circuit board (qb board) could not be identified. Olympus will continue to monitor field performance for this device.